Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient's parent, on (B)(6) 2025, the pediatric patient experienced a skin reaction with itching, redness, blisters, drainage, rash and burning underneath the sensor pod area only. The patient consulted a dermatologist who diagnoses a contact allergy to the adhesive. The healthcare provider prescribed a local steroid cream (no information about the specific treatment). The area was prepared with soap and water before placing the sensor on the body. No photo was provided. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).